Event description:
It was reported that during the use of the device for a non-clinical activity, the latch on the centrifugal drive motor was found to be broken. There was no patient involvement.

Manufacturer narrative:
Per the field service representative (fsr), the broken latch was found when the system was not in use. The fsr replaced the broken latch and performed release testing successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.